Manufacturer narrative:
E1: initial reporter phone: (B)(6) the device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported while attempting to exchange the transseptal sheath for the faradrive steerable sheath, the physician observed that the tip of the faradrive was catching at the incision site, preventing its entry into the body. Despite nicking the skin with a scalpel, the issue persisted. The radiopaque marker black tip on the faradrive steerable sheath exhibited a small ridge, which hindered the sheaths smooth passage into the vein. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Correction to section h6 device codes.

Event description:
It was reported while attempting to exchange the transseptal sheath for the faradrive steerable sheath, the physician observed that the tip of the faradrive was catching at the incision site, preventing its entry into the body. Despite nicking the skin with a scalpel, the issue persisted. The radiopaque marker black tip on the faradrive steerable sheath exhibited a small ridge, which hindered the sheaths smooth passage into the vein. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The faradrive was returned with its native dilator still inserted, this required the removal of the dilator to proceed with device analysis. Functional evaluation observed the sheaths ability to achieve and maintain deflection. Microscopic inspection of the distal tip of the sheath did not find the anomaly but when the native dilator was inserted, the anomaly was identified. Dimensional inspection of the sheath recorded the outer diameter of the distal tip met specification. These findings confirm that the observed abnormality at the black silicone tip contributed to the allegation associated with this event.

Event description:
It was reported while attempting to exchange the transseptal sheath for the faradrive steerable sheath, the physician observed that the tip of the faradrive was catching at the incision site, preventing its entry into the body. Despite nicking the skin with a scalpel, the issue persisted. The radiopaque marker black tip on the faradrive steerable sheath exhibited a small ridge, which hindered the sheaths smooth passage into the vein. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.